Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure in (B)(6) 2010. During the procedure, the device was working initially and then it slowed down and then stopped rotating. The procedure was completed with a second like device with no adverse pt consequences.